Event description:
It was reported that during an atrial fibrillation (afib) procedure, there was a map shift on the carto 3 system without any error being displayed. Also, there was a re-initialization error that was accepted. Once the re-initialization icon was selected, it was noticed that a map shift has occurred. It was also noted that the v4 lead has exposed wires. Additional information was requested, but no response has been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an atrial fibrillation (afib) procedure, there was a map shift on the carto 3 system without any error being displayed. Also, there was a re-initialization error that was accepted. Once the re-initialization icon was selected, it was noticed that a map shift has occurred. It was also noted that the v4 lead has exposed wires. Additional information was requested, but no response has been received. The issue was related to user misunderstanding of carto system behavior. Carto 3 system must repeat the initialization process in case of any (bcs) body coordinate system change. In such case, user should be prompted to begin the initialization process. In this specific case, the user reported that the "reinitialization error was accepted" and then the map shift was observed. Accepting the system prompt for "reinitialization" caused the body coordinate system (bcs) relearn and the map shift became visible. It was also noted that the v4 lead has exposed wires. New cable was sent to account and it was installed upon arrival. An additional original external manufacturer (OEM) action the device history record review (DHR) was performed. No anomalies were noted in manufacturing or service of this device.